Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that the customer had damaged the ethernet port and the iabp was not communicating with the his. To fix the issue, the fse replaced the executive processor board and verified the unit calibrated and passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
Customer reported that during set up for cases, it was observed that the ethernet port of the intra-aortic balloon pump (iabp) was damaged and they were unable to connect to the hospital information system (his). The iabp was taken to biomed for repair. There was no patient involvement and no adverse event was reported.